Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch due to a high out of range right atrial (ra) pacing impedance measurement. Technical services referred the health care professional to the local field representative for a ra lead evaluation. Additional information has been requested but not provided at this time. This ra lead remains in service. No adverse patient effects were reported.